Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. The ICD was reprogrammed, and no further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.